Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a continu-flo solution set, a flow issue (restricted or partially flowing) was observed. This was identified during a patient infusion with fentanyl using an infusion pump. The fentanyl bag contained more than the expected volume. The tubing was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.